Event description:
Spike breaking during administration of our medication/ when spiking vials it would break the spike [device issue], no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse events of device issue and no adverse event in a patient (gender, age and race not reported) from the united states. The patient¿s age at the time of experience was unknown. On 18-mar-2025. Amneal pharmaceuticals received information from other reporter via an email from an account executive concerning above mentioned adverse event experienced by the patient while on amneal's dexmedetomidine hydrochloride. Follow-up (#1) information was received on 20-mar-2025. Non-significant information received from other reporter via an email. Additional information included event description was added to the case and narrative was updated. The patient was being treated with dexmedetomidine hci in 0.9% sodium chloride injection (dose, frequency and therapy dates were not reported) for an unknown indication. Concomitant medication, co-suspect, concurrent conditions, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use, historical drug and laboratory tests were not reported. It was reported that they noticed that when spiking vials it would break the spike "spike breaking" during administration of medication. Last action taken with dexmedetomidine hydrochloride in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the events device issue and no adverse event was unknown. The reporter assessed the causality of events device issue and no adverse event as not reported. This case was considered serious. The reportability of this case was expedited.

Event description:
Spike breaking during administration of our medication/ when spiking vials it would break the spike [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of device issue and no adverse event in a patient (gender, age and race not reported) from the united states. The patient¿s age at the time of experience was unknown. On 18-mar-2025. Amneal pharmaceuticals received information from other reporter via an email from an account executive concerning above mentioned adverse event experienced by the patient while on amneal's dexmedetomidine hydrochloride. Follow-up (#1) information was received on 20-mar-2025. Non-significant information received from other reporter via an email. Additional information included event description was added to the case and narrative was updated. The patient was being treated with dexmedetomidine hci in 0.9% sodium chloride injection (dose, frequency and therapy dates were not reported) for an unknown indication. Concomitant medication, co-suspect, concurrent conditions, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use, historical drug and laboratory tests were not reported. It was reported that they noticed that when spiking vials it would break the spike "spike breaking" during administration of medication. Last action taken with dexmedetomidine hydrochloride in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the events device issue and no adverse event was unknown. The reporter assessed the causality of events device issue and no adverse event as not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#2) information received on 16-apr-2025. New information received includes qa investigation report, attached with this case. Complaint received for breakage of spike during administration of medication. Amneal supply the product bag. Investigation reveals that, 03 batches commercialized till for the said product. Batch records reviewed of all 03 batches and found that, approved twist off port used for the product batches. Batch manufacturing and batch packing record reviewed for the identified product batches. No process involved during manufacturing or packing which could resulted to received complaint. Also, no event related to higher rejection for the damage/bend twist off port or deviation regarding higher rejection of twist off port/improper twist off port stoppering reported in any of the batches. Spike breakage reported during administration of medication which indicates no impact on patient safety. Based on over all investigation improper spike insertion into the bag while administration of medication might be the cause of received complaint. Last action taken with dexmedetomidine hydrochloride in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the events device issue and no adverse event was unknown. The reporter assessed the causality of events device issue and no adverse event as not reported. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.